Event description:
During introduction, the proximal end of the pusherwire broke. There was no patient involvement.

Event description:
During introduction, the proximal end of the pusherwire broke. There was no patient involvement.

Manufacturer narrative:
The product was not returned; therefore, analysis cannot be performed. Based on the information available indicating that the device break occurred during introduction; it is probable that the break may be related to handling of the device.